Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the insulin was observed exiting out of the infusion set in one thick bead. The customer's blood glucose level was in the 200s mg/dl. The customer declined tandem technical support's offer to troubleshoot and was to change out all of the pump supplies.